Manufacturer narrative:
Failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at the output window; the outer flow tubing open end wall integrity is compromised, and exhibits partially erased blue arrow indicator. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using two surgical fibers during a prostate procedure, the fibers metal cap became detached; the metal caps detached at 84,000 joules, 15 minutes and 124,000 joules, 16 minutes respectively. The procedure was completed using a third surgical fiber. There was no patient injury reported. This event is for the first fiber used.